Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver was able to charge and boot. The download log was evaluated and the receiver passed. Functional testing was performed and all relevant tests were passed. The reported issue of receiver ceases to function was not confirmed as the reported allegation was not found. A root cause was not determined.